Manufacturer narrative:
(B)(6). No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a the verify instruments task of a fess procedure, registration was difficult to perform. Registration succeeded sometimes and failed sometimes. Upon checking all the equipment, it was found that registration was difficult for the straight suction and ostium seeker. "Following floating not the bottom of the divot but the tip by just a little bit (about 1 mm), the registration could be performed." The surgeon requested instrument replacement. The delay to procedure was less than one hour, with no reported impact on patient outcome.

Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 2.3 mm to 2.5 mm. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.